Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported finding safe-t-pro plus devices disassembled. This could compromise the sterility of these single-use lancet devices. No adverse event reported. A request was made for the return of the devices.